Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that there was one similar complaint reported for the reported failure mode and serial number. The historical data was analyzed and escalation was not required for the reported failure mode and serial number. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period may 2019 through apr 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. Customer reported that unit intermittently not turning on. The stm could not duplicate the reported issue, exorcised unit to no fail. Replaced cable power on switch and reloaded b14 software as preventive. A full calibration and functional check were performed per the factory calibration procedures. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) will not turn on intermittently. There was no patient involvement, and no adverse event reported.